Event description:
Clinical narrative us: an impella 5.5 was inserted via the axillary artery graft surgical site to support a 66 year old female patient who had been admitted in for a planned protected percutaneous coronary intervention (pci). The patient's underlying medical history was not shared, beyond the determination of the axillary artery being of smaller diameter, possibly a 7mm diameter. The surgeon also noted the anatomy at the site was a complication due to many small branches taking off from the area. They were however successful in placement of the 10mm graft at the site. The team attempted many times to advance the 5.5 pump into the graft. The team was unable to get across anastomosis as the distal part of the inlet cage was getting wedged into the anastomosis. The troubleshooting measure of utilizing a buddy wire was not performed. When all measures failed, the pump advancement was aborted and instead the team used an impella cp via the axillary graft. The exchange was performed with no clinical consequence to the patient noted. Of note, the failure to advance the pump fully to position was due to underlying native anatomy that the team could not troubleshoot successfully despite all efforts.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.